Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the shock not delivered while using external paddles. There was no reported patient involvement / adverse patient impact.